Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an allied health professional (ahp) phoned in to inquire about diminished sensing noted on a recent manual sensing measurement test. The ahp stated that the physician saw r-wave measurement via sensing test at last check of 2.1 mv. Prior r-wave measurements had been approximately 18.4mv. The possibilities of sensing test measurement of coincident premature ventricular contractions (pvc) or t-wave oversensing (twos) was discussed with the ahp. The caller reviewed the data and found ample evidence of pvcs though no evidence of twos. It was noted that all diagnostics support appropriate device/lead sensing and operation and no indication of clinical status issue or lead issue was discovered. The lead remains in use. No patient complications have been reported as a result of this event.